Manufacturer narrative:
Result: small amount of fluid on the cpu board and that there was a burn mark at this spot on the other side. Scale required calibration.

Event description:
It was reported by service report that the bed was stuck in reverse trend. It was further reported that the bed had no functions and the scale required recalibration.